Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device remains implanted. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
Signs/symptoms/diseases being reported: radiographic finding. Lucency around tibial component medially. This event most closely related to operative. Other treatment: ankle foot arthrosis. Resolution of event - resolved as of (B)(6) 2006.